Event description:
Reportedly, two roticular 45-3.5mm sulus did not place properly formed staples on the tissue, while creating the gastric pouch. Therefore, another instrument was used to transect the tissue containing the malformed staples and complete the anastomosis and case without further incident. In addition, one staple line was reinforced with suture to maintain hemostasis. Procedure: lap gastric bypass.